Event description:
Customer reported the drive support cap on the insulin pump was loose. Customer pressed it in and device delivered too much insulin. Customer stated nothing has happen to the device he just puts it in his pocket. Customer's blood glucose was 191 mg/dl. Customer stated he noticed the damage when he was changing his set. Customer stated the drive support cap was sticking out and he pressed it in. Customer stated his blood glucose was 191 mg/dl and within minutes his blood glucose lowered to 54 mg/dl. Customer treated and blood glucose was now 148 mg/dl. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.